Event description:
An optometrist reported that a patient presented with trace epithelial nests in the left eye, one month following lasik surgery. The patient was treated for monovision correction and stated the distance vision was blurry. In a follow up the technician reported that, there was no additional treatment performed. The patient will return in two months for routine follow up care. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).